Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log. Component causality could not be determined therefore, the motor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during routine maintenance. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log. Component causality could not be determined.